Manufacturer narrative:
H6. Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam motorpack was initially functioning; however, when the treating surgeon was going to insert the aquabeam handpiece, the aquabeam motorpack was not functioning correctly and did not appear connected to the aquabeam conformal planning unit (cpu). Multiple troubleshooting steps were performed in an attempt to resolve the issue and the aquabeam robotic system subsequently generated a "e23 - motorpack error". The treating surgeon elected to convert the procedure to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Adverse event problem component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. The aquabeam motorpack was returned for investigation. During functional testing, an e23 and e21 error triggered upon docking and could not be cleared, confirming the reported failure. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for ab2000 serial number (B)(6) /aquabeam handpiece lot number 22c03254 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults. E21 ¿ motorpack error release foot pedal and click x. If error persists, replace motorpack. E23 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.